Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient's pain pump was removed when she had an accident in 2008 because it ruptured her lungs. It was taken out because it was also for a recall. The patient did not have any pump implanted at the time of the report. No further complications were reported.